Manufacturer narrative:
.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery not coming out and leaking. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) attended the site and located the unit to be repaired, performed user leak test and the system passed. All manifold test the system passed. Batteries appears to be jamming into the system .getinge to follow up with the factory regarding this problem. Advise the customer to continue using the unit. There was no patient involvement.

Event description:
N/a.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) battery not coming out and leaking. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a